Event description:
A malfunction alarm was reported, described as malfunction code malf 0. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Technical support provided the customer with pump reset information, assisted in resetting the pump, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, which the customer understood.